Event description:
The following has been reported: biomed reported: "service need displayed" step where problem occurred: before use . Injury/adverse reaction: no. Active infusion stopped: no. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 5). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve actuation failure (valve 5). Investigation found the air compressor was not functioning properly which caused the pneumatic valve actuation failure (valve 5). The unit exhibited a red pump problem alarm. Removed and replaced the air compressor and performed recharge/hardware test. The unit passed without pneumatic valve actuation failure (valve 5) occurring. No other damage found.